Manufacturer narrative:
Complaint no: (B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event was not reported. Treatment for the peritonitis was unknown. On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis therapy. The patient was recovered from the peritonitis. No additional information is available.